Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt1528 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during the process of replacing the PICC membrane for the patient at (B)(6) , fluid leakage was found in the catheter. After careful observation, it was found that the catheter was external 6, and damage was found between external 6 and external 7. We have informed the management doctor, the head nurse and the armory department.